Manufacturer narrative:
One fluid warmer was received for evaluation. Visual inspection of the device found it to have a cracked enclosure, front cover, and tank cover, outdated pcb and power switch, and a faded line cord. The device tank was filled with water and device was powered on. Functional testing confirmed the reported customer complaint as there was leaking from several areas. The problem source has been determined to be user interface; overtightening the screws that secure the front cover or dropping the device and landing on a front corner.

Manufacturer narrative:
Additional information received 21 september 2020, customer response states the event date, no patient involvement.

Event description:
It was reported that a smiths medical fluid warmer had a damaged case at the bottom / leaking. No adverse patient effects were reported.